Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient experienced an inappropriate shock due to double counting and another inappropriate shock due to oversensing of noise with morphology changes. In both shocks the patient's intrinsic rate was 170 or 180 respectively while shock delivery is programmed at 200 to 240 bpm. Boston scientific technical services (ts) was consulted and suggested bringing the patient in in an attempt to re-create the noise. The patient was brought in for a treadmill test and the vector was left programmed in secondary. One month later untreated episodes due to double counting and oversensing were observed. The patient's intrinsic rate was 190 bpm. The rhythm broke on its own before shock confirmation was satisfied, however the episodes were noted to be similar to the previous treated episodes. Three months later the patient received another inappropriate shock. The onset had a lot of ectopy with large complexes followed by small r waves which resulted in undersensing. Numerous different morphology complexes are seen thought the s-ECG. Double counting is seen within the s-ECG and the patient's rate was around 180 bpm. The clinic noted they would consult with an electrophysiologist for further options. The subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode remain in service and no adverse patient effects were reported.